Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin in the pump supplies. Tandem technical support educated the customer that insulin should be at room temperature before filling a cartridge. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.